Manufacturer narrative:
Unit received with cracked/bleeding lcd glass. Also, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that insulin pump had damage. The blood glucose at the time of the incident was 286 mg/dl. The customer was assisted with troubleshooting. The device was returned for analysis.